Event description:
The customer reported a leak from reagent probe b of a unicel dxc 600 synchron system. The customer obtained "dirty cuvettes" and "blank max deviation" errors on sample runs and noted that the leak was contained to the instrument. The customer was wearing a laboratory coat, gloves, and eye protection at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched but was unable to reproduce the leak from reagent probe b. The fse, however, observed an obstruction in wash/vacuum probe #1. The fse replaced the probe and repair was verified per established procedures.

Manufacturer narrative:
(B)(4). Blank max deviation error is obtained when a single blank absorbance data point obtained during the reagent blank read window deviates more than allowed from the line of regression. Dirty cuvettes error is obtained when the absorbance values for the cuvettes does not pass the automatic water blank test.